Event description:
It was reported that the customer's insulin pump alarmed. It was stated that the customer dropped the device in the rest room. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The unit had broken belt clip, cracked reservoir tube and lip, scratched lcd window and missing end cap sticker.